Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving dilaudid [2 mg/ml] at a dose of 0.25 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient was implanted a couple of weeks ago and was having a cerebrospinal fluid leak into the pocket. A catheter revision was going to be done on (B)(6) 2017. It was noted that the hcp thought he knew where the issue may be and thought it may be due to a suture going through the catheter. It was later clarified on (B)(6) 2017 that the suture did not go through the catheter; it was a csf leak around the catheter at the site of insertion. The patient started having headaches and noticing fullness in her pump pocket on friday (B)(6) 2017 in the late p.m. The patient was evaluated by a medical doctor on monday morning (B)(6) 2017 and it was decided she had a csf leak. The patient was then added on his surgical schedule for the next day and was scheduled for a pocket revision and exploration to determine the area of the csf leak for (B)(6) 2017. No environmental/external/patient factors that may have led or contributed to the issue were reported. Surgical intervention did not occur at the time of the report on (B)(6) 2017 but was planned and scheduled for (B)(6) 2017. It was indicated that the products were working effectively and that there was a noted csf leak around the catheter as it exited the fascia. The issue was resolved at the time of the report and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that the patient had a csf leak). The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. Further information was received on (B)(6) 2017. It was reported that after diagnosing the csf leak was at site on catheter insertion, the surgeon made two more purse string sutures around the catheter and anesthesia performed a ¿valsalva¿ maneuver and showed no further csf leak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.